Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible over-delivery anomaly. The customer reported a blood glucose value of 2.7 mmol/l. The customer reported hypoglycemia, hypoglycemia treated with glucagon, and glucose/carb intake. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported low bg event also the customer states automode/smartguard was in use at the time of the low blood glucose event also the pump was delivered double twice. No further patient complications were reported. No product return is required for mmt-1885.

Event description:
Updated summary:customer¿s mother reported pump did not alert on low on (B)(6) 2024. However, helpline later showed the customer that it did. Helpline advised that the phone might have disconnected ¿ hence she did not get the alert. Caller then wanted an explanation for a double bolus on (B)(6) 2024. Helpline said that the bolus was entered twice. There was no allegation of over delivery. Low was treated with glucogel and apple juice (not glucagon). Troubleshooting was done. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
The initial report had the incorrect event date. Based on additional information received the correct event date is 30-oct-2024 and updated section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.